Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Allergan aesthetics received a report via nbir of a "capsular contracture baker grade iii". This record is for right side. The device was explanted and replaced. "Capsulectomy/capsulotomy" performed.